Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that falsely depressed sodium (na) results were obtained on 2 patient samples on the dimension exl 200 instrument. Quality control (qc) and calibration were acceptable at the time of sample processing. The customer reran qc after the erroneous results were obtained and the qc recovered low. The instrument also produced integrated multisensor technology (imt) standard air detect failure and imt failed to calibrate errors. The customer replaced all reagents and sensor. With remote assistance from siemens, the customer replaced the x-tubing, x-tubing rotary valve seal and stylet air vent and adjusted the pump rate. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, replaced tubing, 3-way valve, and sample metering syringe, and ran system check, sample absorbance (sabs) and qc, which recovered acceptably. Siemens further evaluated the event and concluded that the sample aspiration issue due to the malfunctioned valve and metering syringe, addressed with the service actions, potentially contributed to the falsely depressed na results. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported that falsely depressed sodium (na) results were obtained on 2 patient samples on the dimension exl 200 instrument. The erroneous results were reported to the physician(s). The patient with sample identifier (B)(6) had a history of low na result and the sample was repeated twice on the original instrument, which recovered low. Then, the samples were sent to an alternate lab for repeat testing, where the samples were repeated on an alternate dimension exl instrument. The repeat results from an alternate lab were higher, considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na results.